Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that "while screwing a screw into the scaphoid, the screwdriver tip broke off in the patient: 1 shard of metal remained in the screw head, while the 2nd broke off and migrated into the patient's wrist. Activity performed with loss of time and/or quality. Additional scopy, additional incision/dissection/suturing incision/dissection/suture, longer surgery time, discomfort and point of support longer than expected. The surgeon recovered the 1st piece after an additional incision that had not been planned. As the 2nd piece had migrated, the surgeon was able to locate it using scopy, he had to make another unplanned incision. This added approximately 45 minutes of surgery to recover the 2 ends.".

Event description:
The customer reported that "while screwing a screw into the scaphoid, the screwdriver tip broke off in the patient: 1 shard of metal remained in the screw head, while the 2nd broke off and migrated into the patient's wrist. Activity performed with loss of time and/or quality. Additional scopy, additional incision/dissection/suturing incision/dissection/suture, longer surgery time, discomfort and point of support longer than expected. The surgeon recovered the 1st piece after an additional incision that had not been planned. As the 2nd piece had migrated, the surgeon was able to locate it using scopy, he had to make another unplanned incision. This added approximately 45 minutes of surgery surgery to recover the 2 ends."

Manufacturer narrative:
Correction: d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.